Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), the first episode of menorrhagia ("heavy menstrual cycles"), alopecia ("hair loss"), migraine ("migraines"), fatigue ("fatigue"), adverse event ("abnormal symptoms"), dysmenorrhoea ("dysmenorrhea (cramping)") and the second episode of menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (on (B)(6) 2016, underwent a bilateral salpingectomy and/or hysterectomy to remove the essure device.). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, back pain, alopecia, migraine, fatigue, adverse event, dysmenorrhoea and the last episode of menorrhagia outcome was unknown. The reporter considered abdominal pain, adverse event, alopecia, back pain, dysmenorrhoea, fatigue, migraine, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: she received treatment for: dysmenorrhea (cramping) and menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: assessment: not applicable results: full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Product indication, essure implant and explant date were updated. Events added: dysmenorrhea (cramping) and menorrhagia (heavy menstrual bleeding). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), menorrhagia ("heavy menstrual cycles"), alopecia ("hair loss"), migraine ("migraines"), fatigue ("fatigue") and adverse event ("abnormal symptoms"). The patient was treated with surgery (on (B)(6) 2016, underwent a bilateral salpingectomy and/or hysterectomy to remove the essure device.). Essure was removed in (B)(6) 2016. At the time of the report, the abdominal pain, back pain, menorrhagia, alopecia, migraine, fatigue and adverse event outcome was unknown. The reporter considered abdominal pain, adverse event, alopecia, back pain, fatigue, menorrhagia and migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion of fallopian tubes (not applicable). Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.